Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], flatulence [flatulence], cardiac arrhythmia [cardiac arrhythmia], impaired vision [visual impairment], itching [itching], chronic fatigue [chronic fatigue], burnout [burnout syndrome], memory [memory disturbance], concentration [concentration impairment], hearing [auditory disorder], kidney problems, [kidney disorder], anal fistulas [anal fistula], phobias [phobia], dizziness [dizziness], allergies [multiple allergies], sleep disorders [sleep disorder], cysts [cyst], nausea [nausea], loss of libido [loss of libido], joint problems [joint disorder], muscle stiffness [muscle stiffness], cervical pain [cervical pain], depression [depression]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure (ess205) inserted (lot no. 508836) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006 she experienced abdominal pain (seriousness criterion medically important), flatulence ("flatulence"), arrhythmia ("cardiac arrhythmia"), visual impairment ("impaired vision"), pruritus ("itching"), fatigue ("chronic fatigue"), burnout syndrome ("burnout"), memory impairment ("memory"), disturbance in attention ("concentration"), auditory disorder ("hearing"), renal disorder ("kidney problems,"), anal fistula ("anal fistulas"), phobia ("phobias"), dizziness ("dizziness"), multiple allergies ("allergies"), sleep disorder ("sleep disorders"), cyst ("cysts"), nausea ("nausea"), loss of libido ("loss of libido"), arthropathy ("joint problems"), musculoskeletal stiffness ("muscle stiffness"), neck pain ("cervical pain") and depression ("depression"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain, anal fistula, arrhythmia, arthropathy, auditory disorder, burnout syndrome, cyst, depression, disturbance in attention, dizziness, fatigue, flatulence, loss of libido, memory impairment, multiple allergies, musculoskeletal stiffness, nausea, neck pain, phobia, pruritus, renal disorder, sleep disorder and visual impairment to be related to essure (ess205) administration. The reporter commented: "I have just learned about this health scandal, and I am going to have the implant removed very soon because I cannot bear the idea of having this device inside me, I am very disturbed and will get in touch with the resist association so that I am not alone. And I'm going to have all the necessary verifications done before the surgery to make sure, for example, that the implant has stayed in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.